Manufacturer narrative:
This report is submitted on november 1, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant (reason for the loss of osseointegration is unknown).